Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty on an unknown date. Subsequently, the patient underwent irrigation and debridement on (B)(6) 2010 due to wound dehiscence and superficial infection. No products were removed or replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4).